Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
No battery out limit alarm was noted. The insulin pump had unresponsive buttons due to corroded keypad traces. No unexpected number ramping anomaly was noted. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip. No moisture damage was noted on the electronics assembly or motor.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Customer stated the piston does not move while attempting to bolus with the device. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 90 mg/dl at time of reporting. Nothing further reported.